Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance, possibly due to a loose connection. It was further reported that a procedure was performed and the lead connection to the device was secured. The device and lead remain in use and no patient complications have been reported as a result of this event.